Event description:
It was reported that the patient had not used stimulation for over two years or charged for years because their neuropathy pain had been fine. About two weeks prior to report, the patient had felt stimulation a ¿few times¿ like it was ¿turning itself on.¿ it was not painful but it surprised the patient. The patient did not remember if the implantable neurostimulator (ins) was turned to 0v and off or just turned off. The patient had not followed up with the healthcare professional (hcp) but was redirected to the hcp. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 377860, lot# v013676, implanted: (B)(6) 2006, product type: lead. Product ID: 377860, lot# v002517, implanted: (B)(6) 2006, product type: lead. (B)(4).